Event description:
The event is reported as: the customer alleges that the device blew out white powder like flakes upon turning on the unit. The alleged incident occurred prior to use. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.